Event description:
A caller reported that the integrated battery charge increased by 55% and then dropped by 45% in a short period, which led to an unexpected pump shutdown. This incident resulted in the customer's blood glucose level becoming significantly high, exceeding 500 mg/dl, with the exact value unknown but displayed as "high." To address this, the customer administered a correction bolus via the pump and did not require third-party assistance. Upon rebooting, the pump's battery capacity was 20% or less. The technical support team provided necessary guidance, which the customer understood and acknowledged.